Event description:
It was reported that during the tka (left side) surgery, the surgeon inserted the nrg bearing insert on the tibial baseplate. There was a little gap (lateral side/about 1.0mm)) between the insert and the baseplate. Therefore, the surgeon removed the insert and implanted a new spare.